Event description:
It was reported there was pain and discomfort in the urethra area following an MRI scan. It was noted the MRI was conducted on the brain and the patient's implant was in the buttock. The stimulation status prior to MRI was unknown. It was also unclear if stimulation was on or off at the time of the scan. It was noted the scan was stopped about 10-12 minutes into the scan or about half way through due to discomfort. It was noted the patient's husband thought the stimulation may have been left on accidently during the scan. The patient's husband used the patient programmer to turn stimulation off. It was noted lead tip location was in the sacral area. The type of scan was a flare type MRI, sagittal t1 flare, t1 diffusion, t2 star gradient echo and t2 flare. It was noted that during the t2 flare the patient reported discomfort. It was noted a "t/r coil was used". The configuration of the MRI was horizontal, closed bore. It was also noted the patient's discomfort stopped once the scan was stopped. The patient had no residual discomfort at the time of report. It was noted they were "working off our guidelines when conducting the scan."

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va00gjx, , implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).